Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 812:04, which interrupted delivery six times on the event date. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 812:04 was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct the reported condition.the device has not previously been serviced for failure code 812:04.a follow-up report will be submitted if additional information becomes available.